Event description:
It was reported that during follow-up, post-sensed t wave oversensing on the ventricular channel was observed. The patient received inappropriate hv therapy. Programming changes were recommended. No further information available.